Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in january 2003. Sought medical attention for redness and swelling at the piercing site in 02/2003. They received an oral antibiotic at that time. They returned for incision and drainage in 02/2003 and 03/2003. They were prescribed a new oral antibiotic in 03/2003 and had another incision and drainage in 03/2003.